Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: fg,promus premier,us, mr 3.00x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The damage was noted to the 3 most proximal stent strut rows with struts lifted and pulled back distally. Struts of most distal stent stut row lifted and flared outwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15may2019. It was reported that crossing difficulties were encountered and the balloon as bulging at the ends of the stent. A 3.00x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed after several attempts and upon inspection, it was noted that the balloon was bulging at the end of the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.